Event description:
"Unfortunately it went wrong during the use of a blade (2141ss)" is stated on the repair order. On follow up conversation with the distributor, said that during use of sagittal saw, the 2141 ss blade has loosened, then by inserting this blade several times, the washer did not function and the blade could not be inserted any more. Surgeon followed the instruction during insertion of the blade and during the tightening of the blade. No pt injury occurred.